Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc's reference number (B)(4) has two reports: manufacture report number for product code 301803m (preface® guiding sheath with multipurpose curve), importer report number # (B)(4) product code m490008 (smartablate¿ system irrigation pump (us)),

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a preface® guiding sheath with multipurpose curve and a smartablate¿ system irrigation pump (us) and the patient suffered a stroke. It was reported that at the end of the premature ventricular contraction ablation, the patient suffered a stroke. The ablation had been performed in the right ventricular outflow tracts (rvot) and aortic root using a thermocool® smart touch® sf bi-directional navigation catheter. At the end, the physician noticed air entering the syringe during aspiration with the preface® guiding sheath with multipurpose curve. The patient complained of body aches. The reporter was unaware of any other patient symptoms. Further neurologic testing revealed that the patient had a stroke. The patient was conscience during and after the procedure and had been transferred to the intensive care unit (ICU). Further patient status was unknown. The physician was unsure how or when the air embolus and stroke occurred, possibly from one of the pressurized saline bags used during ablation. The physician did not indicate that they believed bwi products contributed to the patient event.

Manufacturer narrative:
On 4-feb-2022, additional information was received indicating the adverse event was discovered post use of biosense webster products. The outcome of the adverse event was reported as fully recovered. Device investigation details: the device investigation has been completed which included a device history record (DHR) review. Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) corrections: on 27-feb-2022, it was noticed the following information was inadvertently omitted or incorrect information was reported under the 3500a initial medwatch report from the following sections: b1. Is product problem ¿ check mark was omitted. H3. Device evaluated by manufacturer? Was reported as ¿no¿ but should have been ¿not returned to manufacturer¿ h6. Medical device problem code - backflow (a140501) was omitted. H6. Type of investigation - type of investigation not yet determined (b21) should have been device not returned (b17). H10. Additional manufacturer narrative: ¿information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed.¿ was inadvertently omitted.